Event description:
It was reported by the end user that he was sent the incorrect catheter size by his distributor "sent 16 french and I was suppose to have 14 french" not noticing the size difference the end user used the product. He states that due to the size difference "it caused irritation and created a vulnerable area for bacteria to enter". He notified the distributor of the issue. No product malfunction noted. This was a order issue, however, patient did get placed on antibiotic bactrim for a urinary tract infection while using the product, this MDR is submitted to capture the harm. No product malfunction, no photographs received, and no lot number provided.

Manufacturer narrative:
Device 1 of 1. Common device name: cure ultra® ready-to-use catheter for men. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).